Event description:
Rptr is an rn working in an endoscopy dept in a hosp. She started having dermatitis on hands from latex gloves in 11/92. 6/17/93 she was referred to dermatologist who said the hand rash, swelling and hives was not related to the latex gloves, but was due to frequent handwashing. On 10/21/93 while doing a procedure rptr developed hives on entire body, had upper airway swelling, stridor and then anaphylaxis. After this, she was diagnosed as having a latex allergy. She continues to work. Her dept uses vinyl or other non-latex-containing products as possible. She still has an allergic reaction every 2-3 months, be it at home, out socializing, at a store or at work. 12/94 diagnosed with occupational asthma due to latex allergy. 10/95 diagnosed with mild reactive airway disease related to latex allergy.